Manufacturer narrative:
(B)(4). The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that the patient expired while in hospice. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was due to the progression of heart failure. No further information is available.